Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had auto fill error.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had auto fill error. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b3, b4, e1(phone number), g3, g6, h2, h10, h11.

Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate the issue. The fse was able to reproduce the issue and identified the purge assembly valve needed to be replaced. After replacing the purge assembly valve the unit functioned normally. The iabp passed all safety and functional tests and was returned to the customer for use.

Event description:
N/a